Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system new orders were not crossing over. A technical support specialist (tss) remotely accessed the station and reviewed the pyxis external inbound processors logs, with no errors identified. Restarting the service did not resolve the issue. Following a server reboot, orders processed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower new orders were not crossing over from emar to pyxis. Users were not seeing orders processed from the cce to the application for finger lakes health. The most recent order successfully processed was at 8:53 am. There were no connection issues shown between the application and the cce, and no issues reported on the meditech side, indicated that the cce appeared to be receiving orders. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.